Event description:
On (B)(6) 2013, the reporter stated the pump¿s display was discolored. Animas made several attempts to contact the patient in follow up, but the patient did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the display issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.